Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported 4 bd ultra-fine¿ nano pen needles were unable to prime. The following information was provided by the initial reporter, translated from portuguese: "it mentions that 3 needles of the lot were clogged, with no insulin ejection in the applications. The patient identified that the defect was in the needles, because when they changed some, they ejected insulin."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-31. H6: investigation summary customer returned (1) used 32gx4mm bd pen needle from lot# 0253591. The customer reported that 3 needles of the lot were clogged. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged. Since the sample was returned after use, the probable cause of the bent npe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent). The root cause for this issue is user related. The npe cannula was bent after the customer handled the pen needle. H3 other text : see h10.

Event description:
It was reported 4 bd ultra-fine¿ nano pen needles were unable to prime. The following information was provided by the initial reporter, translated from portuguese: "it mentions that 3 needles of the lot were clogged, with no insulin ejection in the applications. The patient identified that the defect was in the needles, because when they changed some, they ejected insulin."

Event description:
It was reported 4 bd ultra-fine¿ nano pen needles were unable to prime. The following information was provided by the initial reporter, translated from portuguese: "it mentions that 3 needles of the lot were clogged, with no insulin ejection in the applications. The patient identified that the defect was in the needles, because when they changed some, they ejected insulin."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0253591. Medical device expiration date: 09/30/2025. Device manufacture date: 09/09/2020. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.